Event description:
Pt has had good results with the right breast and a baker ii plus capsular contracture of the left submuscular breast implant. There is no evidence of inflammation and there are no masses or palpable axillary lymph nodes. On 1/15/93, removal bilateral breast implants.